Event description:
It was reported that the bd alaris pump module smartsite infusion set had an occlusion. The following information was provided by the initial reporter: writer hung taxol and the pump kept alarming occluded patient side after infusing for a short period of time. Writer checked all connections leading to patient without issue flushing or receiving blood return. Writer then disconnected the taxol to flush the port that is right below the pump and met significant resistance. When writer opened the tko channel the flex tubing was bulging out. Additional information received from the customer: describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, small delay in treatment as tubing had to be changed out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.